Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited cassette not attached error. No adverse effects reported.

Manufacturer narrative:
Other, other text: one cadd legacy plus pump was returned for the evaluation of the reported event. The device was received in good condition with no cosmetic damages or tamper seals removed. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported problem was seen in the event log. The pump was ran in user mode using a 100 ml cassette with flow stop and there was no issue. The reported issue was not duplicated. The reported issue was most likely caused by a defective medication reservoir.